Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The business unit (bu) reported that two (2) sealed lead acid batteries have been replaced on the device since the low battery alarm did not disappear. The bu reported that the battery life was less than 60min. The bu reviewed the logs and no electric error was detected. The iabp was returned to the customer and cleared for clinical use. The full name of the initial reporter listed in (B)(6). An abbreviation was used due to the full name exceeding the maximum character limit of that field. The initial reporter listed is a getinge service representative with different contact information than that of the event site. Please refer to the following email and phone # as contact information for the initial reporter: (B)(6).

Event description:
The business unit (bu) reported that during preventive maintenance, the batteries on the intra-aortic balloon pump (iabp) last less than 60 minutes. The iabp was not connected to ac power for an extended period of time, but was charged by the customer for over 5 days. This event occurred during preventive maintenance by the business unit. No patient was involved and no adverse event has been reported.